Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had been experiencing really bad burning in the vagina area. The caller stated the pt had a lot of health issues and recently had surgery for the back pain, steroid shots in the spine, and dental work (all reported to be not related to device/therapy, pt born with a lot of organ issues). The caller stated the pt had forgotten to turn off the implant at the time of each of the procedures and since then had the burning sensation. The pt had on/off urinary infections, had been taking a lot of antibiotics, and would be seeing a gynecologist about the issues. It was unknown if cultures were taken and the type of infection was unknown. The caller later reported the pt had experienced a loss in therapy and stopped urinating. On (B)(6) 2016 the pt noticed they were suddenly not able to urinate and the whole weekend they had to self-catheterize. The pt increased stim from 0.4v to 0.5v and the stim was bothering them at 0.5v; the pt clarified that the stim felt too high after 0.4v. The pt scheduled an appointment with their healthcare provider (hcp) for (B)(6) 2016. If additional information is received, a follow-up report will be submitted.